Event description:
During a laparoscopic gastric bypass roux-en-y procedure, the device broke on the third firing. No pt consequences. Case completed with another device of the same product code.

Manufacturer narrative:
H6: firing mechanism damaged. Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damaged to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth were found damage and the left shroud pinion axle support was found broken. No functional test could be performed due to the condition of the device. 510(k) number is k020779.